Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd plastipak¿ syringe one of the sides of the syringe named flange came to be missing. The following information was provided by the initial reporter, translated from portuguese to english: one of the side of the syringe named flange came to be missing. 07/07/2022: add info received. Was the reported incident noticed before, during or after use? Before. Was there any harm to the patient/health worker? (Detail) no.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd plastipak¿ syringe one of the sides of the syringe named flange came to be missing. The following information was provided by the initial reporter, translated from portuguese to english: one of the side of the syringe named flange came to be missing. 07/07/2022: add info received. Was the reported incident noticed before, during or after use? Before. Was there any harm to the patient/health worker? (Detail) no.